Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of the right atrial. The device recorded 3 atrial and onve ventricular arritmia. No therapy was delivered. The lead remains in service. No adverse patient effects were reported.